Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapies. Upon interrogation, noise was observed. X-ray showed externalized conductors. Lead was capped.

Manufacturer narrative:
A partial lead measuring 14.1cm from the connector pin was returned for analysis. External insulation abrasion was found at 11.1cm to 11.6cm from the connector pin consistent with lead friction to the ICD. The etfe coating of the conductors was intact at this location. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.